Event description:
During a follow-up in clinic, the electrocardiography was incorrectly labeled during a brady episode. Further investigation noted that there was a sudden change in sweep speed. Technical support was contacted, however, the event could not be reproduced. No intervention was performed at this time. The patient was stable.